Event description:
It was reported that a boston scientific device was implanted.according to the complainant, as a result of the implant, the patient suffered pain, mesh erosion and incurred additional medical treatment and procedures.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).